Event description:
It was reported it was reported that the right ventricular (rv) right ventricular (rv) lead had t-wave oversensing (twos). The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2005; d284trk implantable cardioverter defibrillator (B)(6) 2010. (B)(4).